Event description:
It was reported that there were some high impedances with movement. A revision and reprogramming was noted. No patient symptoms were reported. Follow-up determined that the patient was scheduled for a spinal cord stimulator (scs) replacement on (B)(6) 2015. Additional information received reported that the off impedances were due to a poor connection between the battery and the extension connection. Once the implantable neurostimulator (ins) was replaced, the impedances were within normal limits. The patient was receiving good stimulation coverage.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v017927, implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).